Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no medtronic devices directly related to the adverse events.

Manufacturer narrative:
Continuation of d10: product ID sfr4-4-40-10 (unknown); implant date n/a; explant date n/a product ID (unknown); g2: citation: authors: tanimura, m., ikeda, h., fujiwara, t., uezato, m., osuki, t., kinosada, m., kurosaki, y., & chin, m. Basilar artery occlusion due to vertebral artery injury treated with thrombectomy and distal vertebral artery embolization through the unaffected side. Surgical neurology international 15:12 2024. Doi:10.25259/sni_948_2023 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "basilar artery occlusion due to vertebral artery injury treated with thrombectomy and distal vertebral artery embolization through the unaffected side." The objective is to present a case of mechanical thrombectomy and simultaneous distal vertebral artery embolization for basilar artery occlusion due to vertebral artery injury. The following medtronic devices were used: react 71 catheter, solitaire x, and phenom 17 catheter. Among patient adverse events included: the study describes a case involving a patient who experienced a fall and subsequent medical interventions. The patient developed altered consciousness six hours after the cervical spine trauma and had a relatively early onset of basilar artery occlusion caused by vertebral artery injury. Mechanical thrombectomy was performed using the react and solitaire device, and embolization of the injured vertebral artery at the source of the embolism using coils delivered through the phenom catheter. Complete recanalization was achieved during the thrombectomy. No improvement in neurological symptoms was observed after the surgery. Diffusion-weighted imaging performed 13 h after the onset of altered consciousness showed infarction in the midbrain, pons, both occipital lobes, both cerebellar hemispheres, and the left thalamus. Patency of the right vertebral and basilar arteries and occlusion of the left vertebral artery were confirmed. Given the extent of the brain infarction, a poor neurological and life prognosis was anticipated. The patient died two days after surgery due to hypotension and cardiac arrest. No further information was provided pertaining to medtronic products.